Event description:
It was reported that insertion of the cvc into the 2 (B)(6) pt's subclavia was a failure. The use reported that the catheter had to be removed, as it was not possible to remove the swg separately. The user also reported that the swg "hooked" at the catheter tip. As a result, the device was removed and replaced with a new catheter; however the second attempt was not successful. It is unk whether there was a delay reported, however there were no complications or death reported.

Manufacturer narrative:
(B)(4).